Manufacturer narrative:
Review of the provided image by a regulatory post market surveillance analyst is consistent with the instrument having a torn jaw cover. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the synchroseal jaw cover was torn. The user completed the procedure using a backup synchroseal instrument with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer did now know if the synchroseal instrument worked at all. The cover was torn before use. No errors occurred when the issue occurred.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the jaw cover torn at the distal end. There was no material missing. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.